Event description:
It was reported that the sales rep was made aware on (B)(6) 2014 that the patient's 33 x 9 pressfit patella cracked or disassociated. The patient was scheduled for revision surgery the week of (B)(6) but it has been postponed.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown 33 x 9 press fit patella. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Remains implanted.